Manufacturer narrative:
Additional information: the intended procedure was recanalization left popliteal and tibial recanalization attempt of the left posterior. For the procedure, a .018 sv guidewire and a 2x100mm savvy pta catheter were opened. There were no damages or anomalies noted to the devices or packaging prior to use. The product was not resterilized. The wire was not removed from the dispenser by the distal floppy end. The devices were handled and prepped according to the IFU. The wire was not kinked or damaged in any way prior to insertion into the patient and it was not re-shaped by the user. The guidewire lumen of the pta catheter was successfully flushed with no foreign material noted. The wire was not used for treatment of another lesion prior to the event. After the wire was inserted into the patient, there was difficulty tracking the wire through the vessel/lesion. A ¿drilling¿ or ¿jack-hammer¿ technique was not used to recanalize the vessel. It was reported that the device was not torqued, the guidewire was straight. The wire was not advanced through the struts of an existing stent. It is unknown if the wire tip repeatedly prolapsed during placement or if the tip remained in a prolapsed position during treatment of the lesion. The wire tip was advanced into the tibial post via a catheter trailblazer. There was no resistance/friction experienced during insertion. In the middle of the procedure, it was reported that the tip of the wire did kink while being used. Resistance/friction was experienced between the wire and a cordis 2x100mm savvy pta balloon catheter during withdrawal at the kinked/bent area of the wire. It was reported that the wire was fixed/caught in the balloon catheter. During withdrawal, the distal tip of the guidewire separated inside the balloon and was stuck inside. It is unknown if the wire was torqued against resistance. The wire tip was visible on fluoro throughout the procedure. The wire was removed and the distal tip was recovered inside of the balloon catheter. The balloon catheter was removed easily from the patient. There was no patient injury, but the user was unable to cross the target artery, therefore the procedure failed. A new guidewire was not used and the procedure failed. The patient currently has critical ischemia as the lesion was unable to be recanalized during the procedure. Additional information on concomitant device: 2x100mm savvy pta catheter. Lot and catalog # were not provided. Physical resistance and difficult to advance. Complaint conclusion: as reported by the affiliate, the guidewire was deteriorated inside an unknown balloon with the tip cut off and stuck in the balloon. Everything was removed and recovered and recanalization of the artery could be completed. The intended procedure was recanalization of the left popliteal, tibial and left posterior. There were no damages or anomalies noted to the devices or packaging prior to use. The products were not resterilized. The wire was not removed from the dispenser by the distal floppy end. The devices were handled and prepped according to the IFU. The wire was not kinked or damaged in any way prior to insertion into the patient and it was not re-shaped by the user. The guidewire lumen of the pta catheter was successfully flushed with no foreign material noted. The wire was not used for treatment of another lesion prior to the event. After the wire was inserted into the patient, there was difficulty tracking the wire through the vessel/lesion. A ¿drilling¿ or ¿jack-hammer¿ technique was not used to recanalize the vessel. It was reported that the device was not torqued and that the guidewire was straight. The wire was not advanced through the struts of an existing stent. It is unknown if the wire tip repeatedly prolapsed during placement or if the tip remained in a prolapsed position during treatment of the lesion. The wire tip was advanced into the post tibial artery via a trailblazer catheter. There was no resistance/friction experienced during insertion. In the middle of the procedure, it was reported that the tip of the wire did kink while being used. Resistance/friction was experienced between the wire and a cordis 2x100mm savvy pta balloon catheter during withdrawal at the kinked/bent area of the wire. There was no reported patient injury. The product was not returned for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10377852. This packaging lot contained (B)(4) units, which were shipped from lake region medical on march 18, 2014. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The device has been received for analysis on october 22, 2014. The device has been received; but the engineering report is not yet available at this time. However, it will be provided within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. Device evaluated by mfg? No.

Event description:
As reported by the affiliate, the guidewire was deteriorated inside an unknown balloon. The tip is cut off and is stuck in the balloon. Everything was removed and recovered and recanalization of the artery could be performed again. No consequences to the patient - another like device was used.

Manufacturer narrative:
The device is expected to be returned for analysis, however the device has nt yet been received. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). Complaint conclusion: as reported by the affiliate, the tip of the guidewire was cut off and became stuck in the balloon. The separated piece was able to be removed and recanalization of the artery could be performed. There was no reported patient injury. The intended procedure was recanalization of the left popliteal and tibial arteries. An .018 sv guidewire and a 2x100mm savvy pta catheter were opened. There were no damages or anomalies noted to the devices or packaging prior to use. The products were not resterilized. The wire was not removed from the dispenser by the distal floppy end. The devices were handled and prepped according to the IFU. The wire was not kinked or damaged in any way prior to insertion into the patient and it was not re-shaped by the user. The guidewire lumen of the pta catheter was successfully flushed with no foreign material noted. The wire was not used for treatment of another lesion prior to the event. After the wire was inserted into the patient, there was difficulty tracking the wire through the vessel/lesion. A ¿drilling¿ or ¿jack-hammer¿ technique was not used to recanalize the vessel. It was reported that the device was not torqued, the guidewire was straight. The wire was not advanced through the struts of an existing stent. It is unknown if the wire tip repeatedly prolapsed during placement or if the tip remained in a prolapsed position during treatment of the lesion. The wire tip was advanced into the tibial post via a catheter trailblazer. There was no resistance/friction experienced during insertion. In the middle of the procedure, it was reported that the tip of the wire did kink while being used. Resistance/friction was experienced between the wire and a cordis 2x100mm savvy pta balloon catheter during withdrawal at the kinked/bent area of the wire. It was reported that the wire became fixed/caught in the balloon catheter. During withdrawal, the distal tip of the guidewire separated inside the balloon and became stuck. It is unknown if the wire was torqued against resistance. The wire tip was visible on fluoro throughout the procedure. The wire was removed and the distal tip was recovered inside of the balloon catheter. The balloon catheter was removed easily from the patient. One non-sterile pgw .018 sv short 300cm st was received coiled into a plastic bag. The core wire and coil tip presented a fracture at the distal end. The core wire and coil was inspected under microscope and the damage was confirmed. The device was sent to sem analysis. Sem results showed that the core wire and coil tip presented evidence of elongation and ductile dimple. Stretching and/or pulling could be related to these surface characteristics. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10377852. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The complaint reported by the customer as ¿distal tip- fractured¿ was confirmed during the analysis. The cause of the fracture found during the analysis could not be conclusively determined. However, sem results showed that the core wire and coil tip presented evidence of elongation and ductile dimple. Stretching and/or pulling could be related to these surface characteristics. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. The complaint reported by the customer as ¿distal tip- kinked/bent¿ was not confirmed due to during the analysis was not observed. However, it is possible that this failure could be related to the fracture found on the device. The complaint reported by the customer as ¿guidewire- resistance/friction¿ and ¿guidewire- tracking difficulty¿ could not be properly evaluated due to the product received condition (fractured). The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported; the product analysis suggests that the failure could not be related to the guidewire manufacturing process; therefore, no corrective action will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused by device interaction, procedural factors and the operational context of the device and is not related to a product quality issue.